Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, when the sheath stylet needle was removed and the catheter was placed in the gap, blood leakage occurred from avulsion/reverse valve. The catheter was not repaired. There was no leak. No cleaning agent was used on the device. There was no problem with the luer connector. The insertion site was not treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No other products are being utilized with the device. Flushing was not done. Nothing unusual was observed on the device prior to use. No excessive force was used on the device. As a remedial action, they quickly place a tube to stop the bleeding. The procedure was continued and completed after the remedial action was performed. The reported product was not replaced. There was a 15 ml (milliliter) blood loss, and blood transfusion was not required. The or (operating room) time was not extended. No intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter, that was still in operation. There appeared to be no other abnormalities with the device. It was reported that the valve was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.